Event description:
It was reported that the catheter has been broken. The target lesion was located in the hepatic artery. A 135/10 renegade hi-flo kit was selected for use. Prior to the procedure, during unpacking, it was noted that the device had been broken. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the catheter has been broken. The target lesion was located in the hepatic artery. A 135/10 renegade hi-flo kit was selected for use. Prior to the procedure, during unpacking, it was noted that the device had been broken. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A kink was visible 1.9 cm from the hub. No other damage was seen. The complaint was confirmed of a kink but not of a break. Because there was no evidence of any product quality deficiencies, it was considered likely that the kink was attributable to handling issues. No other issues were identified during the product analysis.